Manufacturer narrative:
Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Foreign - report source: (B)(6). Literature: lingen, c.p.v, ettema, h.b, bosker b.h, verheyen c.c.p.m (2015). Revision of a single type of large metal head metal-on-metal hip prosthesis. Hip int 25(3), 221-226. Doi: 10.5301/hipint.5000220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint- (B)(4). This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that information was received based on review of a journal article titled, "revision of a single type of large metal head metal-on-metal hip prosthesis". The article identified 50 hips that had undergone large-head mom total hip arthroplasty and required revision at a mean of 44 months after index operation, of which three (3) patients were re-revised due to dislocation. There has been no further information provided and the patient outcome is unknown.